Event description:
It was reported that during a gastric bypass procedure, the staples delivered accrossed. The device cut mais did not staple well. When activating the stapling, the staples were delivered across on the tissue. The surgeon had to cut some tissue to staple again with another stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that one ec60 device was returned with no visual non-conformances and with an ecr60b fully fired reload present. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.additional information was requested and the following was obtained:the issue happened during a bypass gastric.the stapler got blocked during the first activation of the ec60a, gold cartridge.then the surgeon activated the reverse button but the stapler cut and all staples were delivered across on the tissue. The surgeon had to cut again a little part of the stomach with a new device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release this lot.